Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v448751013, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 3778, lot# v448751014, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 3550-39, explanted: (B)(6) 2016, product type: accessory. The ins (serial # (B)(4)) was returned and analysis found the battery to have a reduced capacity due to overdischarge. The lead (serial/lot #(B)(4)) was returned and analysis found that the proximal end of the lead connector was no completely seated in the ins connector port.

Manufacturer narrative:
Concomitant product(s): product ID: 3778, lot# v448751014, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3778, lot# v448751013, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-39, lot# serial# unknown, explanted: (B)(6) 2016, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional reported a consumer had her entire system removed because it was "not working," and per the consumer, the implantable neurostimulator (ins) was defective. Cautery was noted to have been used. The consumer recovered without sequela. Follow-up was being conducted to obtain the reason for the explant. If received, this event will be updated. Indication f or use included lumbar radiculopathy and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.